Event description:
It was reported to medtronic minimed that the customer experienced recurrent insulin flow blocked alarms. The customer reported no adverse event. The event involved product(s) mmt-1714k. Troubleshooting was performed for the reported event. The customer reported receiving an insulin flow blocked alarm during the last 3 days in a row. The customer had tried all remedies for recurring alarms. No harm requiring medical intervention was reported. A product return for mmt-1714k was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Thus software was utilized and uploaded trace/history files properly. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self test. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals multiple no delivery alarms on (B)(6) 2024 until (B)(6) 2024. On (B)(6) 2024 no delivery triggered twelve alarms starting at 10:09:00 until 11:48:00 during basal. On (B)(6) 2024 no delivery triggered four alarms starting at 03:04:00 until 11:32:44 during bolus and basal. On (B)(6) 2024 no delivery triggered fifth teen alarms starting at 07:18:32 until 20:23:12 during bolus and basal. Pump was cut open to perform visual inspection and found dried insulin on the motor slide. Unit may have had an intermittent failure not detected during our testing. P-cap locked in place properly during testing. The following were noted during visual inspection: scratched case. No delivery alarm was not confirmed during testing. However, dried insulin found on motor assembly. Unit was tested successfully and no unexpected or constant insulin flow block/no delivery alarms noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.